Manufacturer narrative:
A supplemental report is being submitted for a correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted for the dl sheath repair.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. There was no evidence that (B)(6) had previously been serviced. Review of the device history record confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable revealed damage to the driveline outer sheath and evidence of a self-repair. Review of the event log file associated with (B)(6) revealed a controller power up with an associated motor start event was logged on (B)(6) 2026 at 08:38:26. Various parameters, including time, patient ID, and vad ID were programmed prior to the controller power up event. Additionally, review of the data log file revealed that the controller was not in use prior to the controller power up event; the first data point was logged on (B)(6) 2026 at 08:14:56, indicating that the controller power up likely occurred during the initial programming of the controller and/or a controller exchange. Additionally, log file analysis revealed three (3) vad disconnect alarms logged on (B)(6) 2026 at 15:41:46, 15:42:18, and 15:42:42, indicating that the controller was powered up without the driveline connected. Of note, (B)(6) was loaded with a software containing an updated pump start algorithm. The controller power up event and the vad disconnect alarms are additional findings, unrelated to the reported event. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on historical review of similar events, the most likely root cause of the reported outer sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the reported self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during removing the temporary repair, seven (7) breaks point became visible, a new repair was performed driveline cover was also inspected and it was easily moveable back and forth before and after the repair.

Event description:
It was reported that driveline sheath was damaged. The clinic performed a temporary fix. The temporary fix was renewed and servicing was performed. The pump was not stopped and the patient did not require prophylactic treatment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.medtroni submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.